Event description:
I had saline implants first put in back in 1997. I was healthy and active. Three months after my son's birth one of them ruptured. I first noticed (during a business meeting) severe pain radiating from my chest up through my shoulder. The next morning when I looked at myself in the mirror it was obvious what had happened. I went to my plastic surgeon's office, and was told that I should have no pain, and it must not be related. The plastic surgeon's office treated me poorly, and ended up replacing the implants. My health has been terrible ever since. I have been diagnosed with fibromyalgia along with a host of other illnesses and diseases. In 2005 the left side again ruptured. I went to another plastic surgeon who replaced them once again. I am still extremely ill, and I truly believe that the implant rupture caused my health to snowball. Plastic surgeons have told me that my breasts would have been hard if my body was rejecting them, or if my body was allergic to them, they would be hard. I now do not believe this one bit. I just want them out of my body at this point. I have been unable to work and could use any support resources that you can lead me to.